Manufacturer narrative:
It is indicated that the product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any non-conformance. Lot meets release spec. Several customer technique issues were identified in the complaint. This cannot be ruled out as a cause for the error experienced. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, inratio 1.1, repeat inratio: 5.3. Tests performed back to back. Pt's therapeutic range 2-3. On first test result of 1.1 pt self tester added multiple drops. On second test result of 5.3 pt self tester used same finger prick from first test. No reported adverse pt sequela. No add'l info provided.